Manufacturer narrative:
(B)(4). This complaint for a connection issue in a transfer set was not confirmed and the root cause could not be determined, during the sample evaluation. The spike was attached to a lab set and was tested underwater at 8 psi with no leak noted. During visual inspection no manufacturing abnormalities were noted.

Event description:
A nurse reported to baxter (B)(4) that the disconnect kit separated from the spike during use. There was no patient injury or medical intervention. There was patient involvement.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s. The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. If the sample is received, a follow-up report will be submitted upon completion of the evaluation.